Manufacturer narrative:
(B)(4). This event is the same as 3010536692-2015-01384, -01385. Investigation from additional information has not been completed. Trends will be evaluated.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly during surgery a distinct metallosis without visible metal -to-metal contact was observed; a breaking point was visible.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Additional information: allegedly the cemented stem was broken under connection to the tibial base.